Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported difficulty to remove was not able to be confirmed as it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficult to remove from the guidewire appears to be related to circumstances of the procedure. The catheter was returned with a tear to the guidewire exit notch distal edge, which is consistent as an effect of the reported difficulty to remove the imaging catheter from the guidewire. In this case, it is likely that the guidewire condition which was noted to be spiraled caused the reported difficulty removing the imaging catheter and the observed torn guidewire exit notch. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed in a de novo lesion in the mid left anterior descending (mlad) artery with mild calcification. A non-abbott guidewire was advanced, and a second non-abbott guidewire was located in a side branch. The dragonfly opstar imaging catheter was prepared and inserted according to instructions for use (IFU); however, the device was difficult to withdraw from the vessel using the guidewire after the second pullback. The imaging catheter and guidewire were slowly and carefully withdrawn from the vessel and noted that the guidewire became twisted and spiraled around the imaging catheter. The procedure was completed at that point. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.